Event description:
Customer stated they delivered 2 shocks to a male pt and after the second shock, the AED advised battery needed replacement and shut down. Ems was on scene right after and delivered 6 additional shocks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 114 mg/dl and 272 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 142 mg/dl and 316 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.